Event description:
I had textured (allergan) implants put in, after about 10 years I went from an athletic, active, full of energy 30 something year old to now where I have been bed bound for 5 years. Unable to work or participate in life in any meaningful way. I have at times contemplated suicide. I have been through years of testing for everything from lyme disease to cancer, with all test coming back within normal ranges or negative. FDA safety report ID# (B)(4).